Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Based upon the information provided the customer reported problem should be system failure, syringe plunger not in place. During visual evaluation minor scratches on the keypad was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and during the review syringe plunger not in place was identified. Based on the evidence, the complaint was confirmed. The issue is the q1 broken off from plunger board and plunger board broken off from glue. Service replaced the plunger board. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a system failure was experienced.